Event description:
(B)(4). I have sever cramping most all the time along with sharp stabbing pain to my pelvic area. I have abnormal periods most months I have 2 periods a month. Some moths I have no periods. I constantly have a discharge that has no odor. I have hot flashes and night sweats. Ovulation is a nightmare the pain is unbearable. I can't have sex with my hubby because intercourse is so painful. I have painful periods. I bleed in between periods. I have frequent urination. I have stinging/ stabbing pain at my vaginal entrance. All over body aches. Back, joint, leg, breast, spine, hip pain. Breast pain and tenderness. Gas, nausea, and constipation. Sever bloating. I have headaches and dizziness. I have panic/anxiety attacks. I have depression and mood swings. I have vitamin d and b12 deficiencies. I have nerve pain. I forget things. I have hair loss. I have dental problems.